Event description:
This is report 1 of 2 involved in this peritonitis event. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On on unreported date, the patient was hospitalized for a transplant (type of transplant not specified). On (B)(6) 2010, while hospitalized, the patient was diagnosed with peritonitis. It was unreported if treatment was provided for the event. Dianeal therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and had recovered from the peritonitis. Per the nurse, the peritonitis with culture positive for (B)(6) was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). The cause of this peritonitis report was undetermined. A batch review was performed for the potentially related lot numbers (h10f05509, h10g09038, h10h30016), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.